Event description:
Customer reported receiving falsely elevated test results with this kit. Subsequently, the pt was treated, although later investigation determined that treatment was not necessary. Treatment was not a serious injury; however it could have possibly been under different circumstances.